Event description:
It was reported the devices were used during an unk procedure. It was reported the arming button on 4 consecutive 5mm trocars would not stay down in the armed position. The circulator kept opened new trocars until they were able to arm one for the case. There was no consequence to the pt. Rep returning one device.